Manufacturer narrative:
The investigation of this vamp adult kit concluded that a potential root cause could be related to an incorrect solvent bonding execution during the assembly process. Personnel acknowledgement was conducted at the manufacturing site to prevent recurrence of this type of complaint.

Manufacturer narrative:
One vamp adult kit was returned for examination. The reported event of tubing issue was confirmed. As received the pressure tubing was found detached from the solvent bond joint with a proximal sample site. Indications of bonding solvent were evident on some locations of the tubing bond surface area. The tubing outer diameter near the point of detachment was measured and found to be within specification. No other visible damage or defect was observed from the kit. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. In this event, no patient compromise was reported as the issue was noted before use. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, before use with patient of this vamp adult pressure monitoring set, the pressure tubing was broken. Another product was used. There was no allegation of patient injury. The product was available for evaluation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.